Event description:
Implant broke on insertion. Surgeon switched to a bone tunnel procedure drilling next to the implant to complete the case. A piece of the implant remains in the patient. No adverse consequences were reported as a result of this event. This device is used for treatment.